Event description:
(B)(4). The dentist reported that nearly 3 months after two dental implants were installed in intraoral regions #18 and #19, it was verified their non osseointegration. Immediate load was not performed and patient presented bone type I.

Manufacturer narrative:
(B)(4).